Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. This event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used for a procedure performed on an unknown date. According to the complainant, the laser fiber broke and the scope was damaged by the laser. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.